Event description:
Caller reported being able to continuously remove air from the cartridge during the air removal step of the load process. There was no adverse impact to the customer's blood glucose level. Caller was informed that the white septum on the t:slim cartridge was not designed to withstand multiple punctures, and they were instructed to load a new cartridge and educated on the proper air removal process. However, the caller was unable to load a new cartridge and resume insulin, so the issue was escalated for additional troubleshooting.